Event description:
Approximately three years and one month post hvad implantation, it was reported that the patient experienced abnormal battery behavior that included the battery not being recognized by the controller and premature power switching from one port of the controller to the other. The battery was replaced and returned to heartware for evaluation. There was no reported patient injury as a result of this event; the issue was resolved with the replacement battery. Investigation is ongoing.

Manufacturer narrative:
The site has indicated that the pump remains implanted, the battery has been received by the manufacturer for evaluation on 07/11/2014. The reported event indicates an issue with the performance of a battery. The device was exchanged without incident and there was no reported patient injury. Visual and functional examination of the battery was not conducted as testing and investigation of similar battery performance issues was performed under an internal investigation. While the causes are multifactorial, it has been demonstrated that this issue is most likely related to a faulty internal cell pair.  An internal investigation (CAPA) has been opened to address the issue.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, the battery ((B)(4)) has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. Product remains implanted.